Manufacturer narrative:
Continuation of d10: product ID evfxplus-26. (Serial: (B)(6)); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0013251171); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0013319509); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0013298788); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0013238843); product type: 0195-heart valves; patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted transcatheter aortic valve implantation, when the loading cone was merged to the delivery system, the valve inflow flipped outward and became stuck in the loading system, and the valve frame was observed to be caught in an internal part of the loading system. The loading system was broken down to access and remove the valve, and a new delivery system, loading system, and a new valve were opened. The second valve was reported to load successfully. A pre-dilation using a 21 mm non-medtronic balloon was performed and was described as visually good, however a chunk of calcium on the non-coronary cusp (ncc) ruptured the anatomy. After balloon deflation and reduction of pacing, the patient's pressure was soft with a mean arterial pressure (map) of 40¿50. The valve was implanted with no pacing performed during deployment due to a low pressure at map of 35. The valve was deployed at a final depth of 3 mm on the ncc and 3 mm on the left coronary cusp (lcc). A visible leak was noted below on the ncc with paravalvular leak (pvl). An aortic rupture was confirmed. Perfusion and cardiac surgery were called, extracorporeal membrane oxygenation support was required, and surgical repair of the aortic rupture was performed. The valve was explanted the same day to facilitate rupture repair.